Event description:
Initial result for a pt probnp was 29.49 pg/ml. When repeated, the results were 1713, 1692 and 1696 pg/ml. The field service representative found the instrument was giving bead mixer errors due to a broken wire. He repaired the instrument by replacing the broken wire.